Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 28jan2019. A follow-up report will be submitted once the investigation has been completed.

Event description:
It was reported that the ventilator generated an external random access memory (ram) test failed error code. No patient involvement. Event date not specified; estimate used

Manufacturer narrative:
Report date: 5feb2019. Date rec'd by MFR: 4feb2019. The customer reported that the motor control (mc) to data acquisition (da) cable was damaged and replacing it addressed the issue. The ventilator was returned to use. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.